Manufacturer narrative:
Additional information from the service record was received that the preuse test failed, notifying the user of the reported condition. The unit continues to ventilate and alarms remain functional. Based on the new information, the reported event was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the equipment showed error. There was no reported patient involvement or injury.